Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer reseated the connector. The system was found to be working and put back into service. The customer canceled the service call.

Event description:
It was reported that the 9800 system had poor image quality with dark images outside a procedure. No pt injury was reported.